Event description:
This is a 51-year-old female who is 4 months status post revision left total knee arthroplasty for instability, she recovered well and her instability was resolved, however developed persistent mild aching and swelling in the knee, radiographs revealed a broken locking wire from her polyethylene insert, we discussed revision with polyethylene liner exchange and retrieval of the broken locking wire, and she wished to proceed.